Event description:
A report from (B)(6) revealed that the device had a bent/broken neuro-tip. It is known that the device was not used in surgery. It is unk if there was any pt or user injury. There was no add'l info provided.

Manufacturer narrative:
The device, a 6.5cm adult crani attachment, was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).